Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical, inc. Contacted the materials manager regarding the reported event. The materials manager indicated that the fragment from the megasuturecut needle driver instrument fell into the patient and was retrieved from the patient laparoscopically. He was unable to provide any other details regarding the reported event.

Event description:
On (B)(4) 2013, intuitive surgical received (B)(4). The event details are provided below: during a robotic-assisted laparoscopic multiple myomectomy, the da vinci mega suturecut needle driver's wire came off inside the patient's abdomen. X-ray taken per hospital policy showed no metallic radiopaque foreign object but very tiny foreign bodies may not be radiographically visible.